Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/28/2020. Additional information was requested and the following was obtained: were the needle pieces removed from the patient during the same procedure? No needle pieces in the patient. Was there any change in the patient post operative care due to the prolonged procedure? No. What is patient current status? The patient is doing well.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml8bbmr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the needle pieces removed from the patient during the same procedure? Was there any change in the patient post operative care due to the prolonged procedure? What is patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke at the second passage during the suturing. There was an unknown delay of the procedure. No adverse patient consequence reported.